Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one (1) bent grip, causing them to be misaligned and failed clipping tests. The offset at the tips was 0.54mm. The grips were not found to be cracked. The complaint regarding instrument not holding clips was confirmed by failure analysis. The probable root cause of severely bent grips and failed clip test is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium large clip applier instrument was not holding the clip. The procedure was completed with no reported injury.